Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: no product was returned for investigation; a retain sample was evaluated by product analysis on (B)(4) 2011 with the following findings: the cartridge passed visual inspection, no damage or defects were noted to the luer connection or o-rings. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
The patient reported that on the morning of (B)(6) 2011, he noticed insulin leaking from the luer lock connection of the cartridge. He stated that he changed supplies the previous evening, and while securing the tubing to the cartridge he heard a crunching/cracking noise but did not "think much of it". The patient reported that his blood glucose (bg) the morning of (B)(6) 2011 was 476 mg/dl with no signs or symptoms of hyperglycemia. The reported bg excursion does not meet the definition of a serious injury. While on the phone with animas customer support, the patient manually pushed on the cartridge plunger and noted leaking at the luer lock connection; he denied any visible cracks in the cartridge or at the connection. The patient was advised to change the tubing, and reported no leaks with the new tubing. This complaint is being reported due to the allegation that the connection between the cartridge and the tubing was leaking.